Event description:
It was reported that the patient heard the device alarm and felt a kicking in their right side when lying down. At device check, the patient was told they had an atrial fibrillation episode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 implantable pacing lead: (B)(6) 2011. 4076 implantable pacing lead: (B)(6) 2011. (B)(4).